Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose of over 600 mg/dl the customer also report the blood glucose of 262 mg/dl. The customer did not provide symptoms and treatment regarding high blood glucose. The auto mode feature was not active. The insulin pump will not be returned for analysis.